Manufacturer narrative:
(B)(4) the lot was manufactured from november 18, 2014-november 20, 2014. One actual unit was received for evaluation. Visual inspection showed no signs of obvious physical abnormality that could have caused the reported issue. A functional test was subsequently performed by manually filling the unit with water using a syringe. As a result, the unit could not be filled. The cause was determined to be a blockage located inside the volume indicator. The blockage was identified to be a piece of polyisoprene rubber approximately 2 square mm in size. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor would not fill. The device was attempted to be filled with desferrioxamine. This occurred before use. No patient was involved. After the device was returned, sample evaluation revealed particulate matter inside the fluid path. No additional information is available.